Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient¿s complete system was removed in (B)(6) 2017 due to infection at the implantable neurostimulator and leads. In (B)(6) 2017, the patient was painting and got a cramp in her foot. When she went to sit down, she fell and rolled onto her device. The device didn¿t break the skin, but it swelled. It took a couple of weeks after the fall for the infection to present. On (B)(6) 2017, it ¿let loose¿ and clear fluid came out. The patient waited until (B)(6) 2017 to go to the emergency room and by the time that she got there, it was ¿nasty¿ with infection and was removed on an emergency basis. The infection was from the device to the leads, and the complete system was removed. There were no further complications reported or anticipated.